Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 142mg/dl. The caller stated that she was in a boat, and the insulin pump was exposed to water. During the call, the customer stated that she was hospitalized a year ago, but that could have been due to the catheter site. No further information was provided.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Moisture damage noted on electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.